Manufacturer narrative:
Correction: b5: updated to say that the right ventricular lead was capped, it was previously reported as explanted. Correction: d6b: to remove explant date previously reported.

Event description:
It was reported that a patient presented to clinic. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate shocks. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable after the procedure.

Event description:
It was reported that a patient presented to clinic. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate shocks. The physician elected to explant and replace the rv lead. The patient condition was stable after the procedure.